Event description:
The customer uses a non-abbott application of a methotrexate assay (siemens) on the architect ci8200 analyzer and generated a lower than expected result. An initial result of 7.90 umol/l was generated and questioned. Further analysis found the correct result to be > 20 umol/l. The time from administration of the drug to the time the sample was tested is unknown. There is no known impact to patient management. No further patient information will be provided by the customer.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A service history review for the architect c8000 analyzer, serial number (B)(4), showed no subsequent issues of the type currently under evaluation. A review of the analyzer's system logs indicates that the probable cause of the questioned non-abbott methotrexate result was sample integrity, which can be due to fibrin clots or particulate matter being present in the sample. The architect system operations manual (pn 201837-108) 2010 january, 2010, contains information to address the customer's current issue. Based on the available information reviewed and the evaluation performed, a product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).